Manufacturer narrative:
Concomitant products: 5076-52 lead implanted on (B)(6) 2015; 5867-3m adaptor implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their heart rate was lower than that of the programmed lower rate of the implantable pulse generator (ipg) setting. The ipg remains in use.  No further patient complications have been reported as a result of this event.